Manufacturer narrative:
Age at time of event: not under 18 or 25 years old.

Event description:
It was reported that stent migration occurred. The target lesion was located in the common iliac vein. A 20x80/10fr 75cm wallstent endoprosthesis was advanced to treat the lesion. The stent was placed and it appeared to be positioned correctly. The physician then post-dilated the sent with an unspecified 20mm balloon catheter at the proximal end of the stent. However, when the balloon was deflated after post-dilation, the stent moved proximally for an unknown reason. It ended up being in a location that was a little bit higher than they wanted it. Additional wallstent devices were implanted to cover the compressed areas. Even without the issue with the migration additional stents would have likely been needed anyways. The procedure was completed. No patient complications were reported and the patient's status was fine.